Event description:
Procedure type: lap hernia repair. According to the reporter: balloon did not inflate. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. Pt status fine. No pt injury was reported.